Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast surgery with mentor memorygel breast implant 350cc gel breast prostheses and suffered several unexplained systemic symptoms, including graves¿ disease, anxiety, depression, chronic fatigue, and migraines. The root cause of the patient¿s symptoms is unclear. Additionally, both of the patient¿s breast prostheses ruptured post implantation. It was reported that the left breast prosthesis is completely ruptured and the patient can see the silicone from the right breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).